Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage and red heart alarms while switching to the power module. X-rays showed shield breakdown at distal end of the system controller. A percutaneous lead repair was successfully performed.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.